Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.

Event description:
Related manufacturing reference: 3008452825-2020-00084. During an atrial fibrillation ablation procedure a pericardial effusion occurred. Following the procedure, during standard echography screening, an effusion was observed. Anti-inflammatory medication was administered to stabilize the patient. There were no patient symptoms. The user believes the cause for the effusion was procedural related.